Event description:
It was reported by a clinical study administrator that the patient underwent a hip replacement on (B)(6) 2014. Subsequently, prolonged hospitalization occurred due to wound seepage. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned as item is still implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 2 of 2 medwatch reports submitted for the same event. Also see: 3002806535-2014-00224.